Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the clinic for a magnetic resonance imaging (MRI) scan of the foot, and clinic notes mentioned an unspecified product performance issue. A compatible programmer was not available for interrogation, and a local area field representative was paged for assistance. This s-ICD remains in service. No adverse patient effects were reported.